Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2020-01879. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported "concern with the product", "fluid buildup" and "pain", "late-seroma", "results tested negative for alcl". Healthcare professional later reported "patient's concern with the product", "pain" and "fluid accumulation". Healthcare professional later reported "seroma". Patient's representative later reported "plaintiff was implanted biocell textured breast implants and has suffered, or will sufferer, pain removal procedures, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, capsular contracture, as well as other treatments, therapy, recovery and expense associated with removal", "increased risk of alcl, fear due to the risk of alcl and any condition associated with alcl or the prevention of that issue", "mental pain and suffering, and other physical and emotional manifestations that are severe and undergoing". This record is for the right side. Device has been explanted.